Manufacturer narrative:
This report is based solely on the customer reported issue. Additional information has been requested, but no new information has been received. Review of DHR 3500cp-g mixer sn 62038 found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file #24979

Event description:
Customer reported "no alarm if gas supply is interrupted". The issue was discovered during pre-clinical check and no patient incident was reported.